Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct600 23.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od). Post-operatively, the patient showed an astigmatism of 4 diopter, which prompted the doctor to question if the cylinder was correct on the product. No additional information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the iol (intraocular lens) was repositioned in a secondary surgical procedure. Reportedly, after the lens rotation in its right axis, the situation has improved. No further information was provided. Outcomes attributed to adverse event: from other to required intervention. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.